Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information indicated that the lead had dislodged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, increasing left ventricular capture thresholds were observed. The physician believed that the increase in thresholds was due to patient anatomy. The physician elected to turn off the lead, but the patient felt worse after disabling the lead. The physician elected to revise the lead but was unable to reposition it due to patient anatomy. A new left ventricular lead was implanted and the patient was stable following.